Manufacturer narrative:
Analysis found the lower part of display had lines; lcd (liquid crystal display) was found out of electrical specification. Analysis also found the ventricle output connector was broken. It was noted all bails and bail covers were missing.

Event description:
The external pulse generator was returned to the manufacturer for routine service and repair, analyzed and tested out of specification. There was no patient involvement.